Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) showed "tele strip with pacer spikes all over the place at weird times". The ipg remains in use. No patient complications have been reported as a result of this event.